Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. However, as the device was not available for return, no device investigation can be performed and the root cause of the event cannot be determined. Regurgitation is listed among the potential adverse events associated with cardiac valve replacement with a biological valve in the perceval instructions for use. As such, the reported event is a known inherent risk of the device.

Event description:
A perceval pvs25 was implanted on (B)(6) 2014. On february 18, 2014, non-structural dysfunction with intra-prosethetic regurgitation 1+ was reported. In july 2016, bioprosethesis degeneration with moderate central regurgitation was reported. A valve-in-valve procedure was performed. Following the reintervention, the patient's prosthesis appeared via echo to be functioning normally, without regurgitation and with an ejection fraction of 50%. The site confirmed the assessment of non-structural valve deterioration at the time of follow-up.

Manufacturer narrative:
Still implanted.

Event description:
A perceval pvs25 was implanted on (B)(6) 2014. On (B)(6) 2014, non-structural dysfunction with intra-prosthetic regurgitation 1+ was reported. In (B)(6) 2016, bioprosthesis degeneration with moderate regurgitation was reported. A valve-in-valve procedure was performed.